Event description:
It was reported that there was a discrepancy between the displayed and actual time on the customer¿s pump, greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the issue, suggesting a follow-up if the time discrepancy reoccurred. The customer understood and acknowledged the advice.